Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the o2 purity is dropping down to about 70 percent after an hour of usage and the unit is not alarming.